Event description:
(B)(4) .

Manufacturer narrative:
A review of the prismaflex m100 set device history record and complaint history files for lot number 14j0807g shows that there is no other complaint or related non-conformity. The prismaflex m100 set was discarded and not available for inspection. Pictures of the involved product were provided. It was not possible to determine the root cause of the external blood leakage from the pictures provided. No damage could be seen in the pictures. No leakage was reported during the priming and during several hours of treatment prior to the event. The exact root cause of the external blood leakage remains unknown.